Event description:
It was reported that during a small bowel resection procedure, after 30 minutes, the tissue pad fell off and into the pt, but was removed. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. One device will be returning.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.